Event description:
This device was implanted on (B)(6) 2012, and remains implanted at this time. Noted on (B)(6)2012 were ventricular tachycardia, after strong walking, dizziness, tachycardia with one shock therapy. Outpatient visit at (B)(6). No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).